Event description:
Per the health care provider the patient reported that the pump was shocking her and the patient wanted the pump removed. Per the hcp the pump was explanted but did not know why. The hcp believed it was due to end of life. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6)-2006, explanted on:unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709; serial# (B)(4); implanted: (B)(6) 2006; product type: catheter. Product ID 8709; serial# (B)(4); implanted: (B)(6) 2006; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received attorney indicated there was a pump and catheter failure, and a delivery failure. The patient experienced pain and the devices were removed. The date of injury was (B)(6) 2012. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).